Event description:
It was reported that the battery triggered recommended replacement time and premature battery depletion is suspected. It was also noted that the lead had increased thresholds. The device was explanted and replaced, and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.